Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the wheel lock on the casters are not reliable , not holding while the patient is doing maneuvers.